Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to circuit board issue. A field service engineer replaced the pyxis module controller board and contacted support to update the zone in the application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medbank system drawers were not opening. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. There were no adverse events or injuries reported based on this event.